Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported bent cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone15.2 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that his blood glucose levels had risen to 310 mg/dl. The patient stated that the cannula was bent inside of them, not delivering insulin and causing pain. At the time of the event, the pod had been worn on the abdomen between 4 and 24 hours. Treatment of the issue is unknown.